Event description:
It was reported that the patient received an inappropriate shock due to noise, and that there was a lead fracture. It was further reported that there was high impedance and a high sic (sensing integrity counter). Detections were turned off and later the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant medical products: 419688 lead, implanted: (B)(6) 2010; 5076-52 lead implanted: (B)(6) 2010. (B)(4). Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo; partial lead in segments returned and analyzed.